Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No reset, or unexpected restart alarms noted. Several corrupted history file alarms in the history file. Corrupted history file alarms due to a corrupted history file. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Drive support disk was inspected and no anomaly was noted. Unit received without battery cap unable to confirm damage. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked case at reservoir tube window corner and missing reservoir tube o-ring. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeped, then the display went blank. Blood glucose level at the time of the incident was about 140 mg/dl. During troubleshooting, the customer removed and reinserted the battery and the device had an unexpected restart. Additional alarms were listed in the alarm history. The customer also reported that the drive support cap was flush. Customer reported a blood glucose level of 332 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.